Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.

Event description:
It was reported that oversensing t-waves was observed during a follow up. The doctor decided to perform a new follow up. After atrial lead revision, double counting stopped.